Event description:
In 2009, the lay user/pt in a foreign country contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. In the next day, the technical service representative (tsr) spoke with the pt to obtain and verify info. For two weeks, the pt claimed she obtained blood glucose readings on the reported meter that were inaccurately high. The pt provided example readings such as 200 mg/dl, 300 mg/dl and 500 mg/dl. Based on those readings, in 2009, the pt's physician increased her twice daily doses of lantus insulin. The pt's morning dose was increased from 18 units to 28 units, and her evening dose increased from 10 units to 22 units. Each day since about 5 days later at 11:00 am, the pt has experienced tye symptoms of weakness, blurred vision and she felt cold. The pt confirmed these are her symptoms of hypoglycemia. While symptomatic, the pt tested her blood glucose level, and each time the reading ranged from 200 mg/dl to 300 mg/dl. The pt administered self-treatment with food, and felt better afterwards. At about 3 days later at 8:00 am, the pt obtained the blood glucose reading of 300 mg/dl on the reported meter, and a reading of 95 mg/dl on a nurse's meter within 10 mins. Troubleshooting revealed the pt's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed for the correct unit of measure and calibration code number. The meter was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking increased insulin doses based on elevated meter readings, and received food as treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.